Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on unspecified date in july of 2023 and involved a clave¿ neutral connector. It was reported it was occasionally noticed unable to have consistent flow when used clave. The event occurred during infusion. Furthermore, it was also mentioned that there was no serious injury/death, no blood loss, no unprotected chemo exposure and no medical/surgical intervention were required. The device was changed out or replaced with no further problems encountered. Involved problematic device is not available to be tested since it was disposed. There was patient involvement, no patient harm.